Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 3.0 x 20mm veriflex mr stent delivery system was advanced to the unspecified lesion, but was unable to cross. The device was removed and the stent was noted as damaged. The procedure was completed with another 3.0 x 20mm veriflex mr stent. No patient complications were reported and the patient's status is fine

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).